Event description:
Additional information was received from the manufacturer representative (rep) reporting that during the extension replacement, the alligator clips were connected to the 0 and 1 electrodes of the lead (after the extension was disconnected) and tested impedance at 3v. The rep indicated that the value was 1666 ohms and inquired if this was a normal impedance value.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3708660 lot# serial# (B)(6) implanted: 2017-(B)(6) explanted: 2021-(B)(6) product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they believed the cause of the low impedance and oor was due to a leak in the extension as they tested the lead with alligator cables, and everything checked out. The extension was replaced which resolved the issue. It was unknown if the facility was going to release the implantable neurostimulator (ins) for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient continued to have the same sensation in their pocket as previously mentioned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four hours after discharge from a battery replacement due to normal battery depletion, the patient went to grab a bite to eat. After eating, the patient was walking back to his car and experienced shocking on the right side of his body and had blurred vision. The patient said he was brought to his knees and medical assistance was required. They believed he was having a stroke at first, then he felt this shocking sensation. This event occurred 4 different times over the course of an hour or so. The patient lowered his deep brain stimulation (dbs) setting and the shocking happened once after, very subtle sensation. It has not come back since. The manufacturer representative (rep) has since checked the patient's impedances on the left battery and contacts 0 <(>&<)> 1 (bipolar) are low. The issue has not been resolved and the patient is scheduled for a revision on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6) product type implantable neurostimulator product ID 37642 lot# serial# unknown product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received oor message on their patient programmer. Rep had patient change the batteries in their patient programmer. They reconnected and the message did not come back. It was reported that the patient received an oor message when trying to turn his stimulation up within his patient limits. The patient is monopolar, 600 ohms at 1.8v. The manufacturer representative (rep) has check his battery and ran impedances, all within range. The rep is going to the office again on friday to see if impedances have changed. The issue was not resolved. Technical services reviewed reasons for oor and how to potentially resolve. It was reported that this is the second time this patient has received low impedances on his 0-1 bipolar contacts. After the battery replacement in august, they thought it wasn¿t seated properly or there was fluid in the system although they had normal impedances intra-op. They took the patient back and re-seated the electrode in the battery and got appropriate impedance levels. The neurologist just saw the patient in clinic and his 0-1 contact have low impedances again. There were no accident or major falls, x-ray were taken and no break in the leads showing anything. The surgeon will be replacing his battery and extension. The issue was not resolved.

Event description:
It was reported that patient had shocking sensation and then turned into tingling sensation at pocket site. Caller reports patient have intermittent low impedances. Caller reported there was a little fluid, wiped and re-seated and all impedance were within normal limits. No diagnostic test done on the lead or extension. Caller reported patient seen in office and impedance re-tested with multiple different movements and the left ins, contact 0/1 shows low. C0: 608 ohms c1: 608 ohms c2: 896 ohms c3: 896 ohms 01: low 02: 1013 ohms 03: 1167 ohms 12: 1008 ohms 13: 1170 ohms 23: 1216 ohms. Caller reported patient is programmed: 3.3v/60pw/185hz. C+1-. Caller reported post implant, ins battery was at 3.124v and now its dropped down to 2.76v. Troubleshooting was unable to be performed as caller reported patient will be taken back into or. Caller reported they will be returning the extension and ins. The extension revision and battery replacement is scheduled for this friday the 22nd. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the low impedance shocking was unknown. Records after surgery showed all impedances within range and the patient reported no falls or hits to the system/body. The revision did resolve the impedance issue and the patient has not reported any shocking since his revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.